Manufacturer narrative:
As received, a complete device was returned for evaluation with battery voltage above the elective replacement indicator (eri) level. Electrical testing did not find any indication of abnormality, and all the parameters were within the normal range. Additionally, longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. No anomalies were seen. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-95185. Related manufacturer reference number: 2017865-2023-95186. It was reported that the patient had their pacemaker, right atrial lead and right ventricular lead explanted for an unknown indication. No patient condition or further information could be obtained.